Event description:
On february 7, 2012, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a broken nurse call cable. It was determined the component is a non-stryker manufactured/supplied nurse call cable. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).